Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was reported that a power on reset for write to locked ram occured on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a power on reset occurred after radiation therapy. The device was interrogated and is still in use. No patient complications have been reported as a result of this event.